Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient presented to the emergency room following an implant procedure to receive IV fluids and antibiotics due to an allergic reaction to the original IV antibiotics provided during implant. Follow-up report indicated that the patient had their staples removed and everything is on track. Therapy has been turned on and the patient is currently working through the algorithm. There were no reports of further complications related to the allergic reaction to the IV antibiotics provided during the implant procedure.